Event description:
It is reported by the surgeon of the hospital, that the nail has to be removed because of an coxarthrose. 2 screw driver got broken during explantation. U-blade could be removed without problems. Lag screw could be removed with an universal impact hammer from another distributor.

Manufacturer narrative:
No deviations in the manufacturing documents or in the material found. The returned lag screwdriver was documented as faultless prior to distribution and as it had been in use for a longer time (since august 2010 respectively 2012) we pre-suppose that the device had fulfilled his tasks in former surgeries as intended without problems reported. Thus, we exclude deviations in material and manufacturing. Marks respectively material displacement at the very tip of the pegs and the bend on the pegs itself indicate that the screwdriver had been operated under high force in ccw / untightening direction, whilst the pegs were not entirely engaged in the slots of the lag screw. The appearance of the thread of the inner rod, which shows evident traces of cross threading, is confirming that. Evaluation of any damage characteristics suggests that the item had not been used as intended. It cannot be excluded that the item had been damaged during former surgeries but the damage should then have been detected during inspection prior to surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to improper handling.

Event description:
It is reported by the surgeon of the hospital, that the nail has to be removed because of an coxarthrose. 2 screw driver got broken during explantation. U-blade could be removed without problems. Lag screw could be removed with an universal impact hammer from another distributor.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.